Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to charging difficulties and MRI conditionality. The explanted ipg was disposed by the treating facility. Following the replacement procedure, the patient is reported to be recovering well postoperatively.